Event description:
Customer reportedly obtained results of 216 mg/dl and 80 mg/dl on the advantage/voicemate system within 10 minutes. Customer also reportedly obtained results of 500mg/dl, 300mg/dl, and 100mg/dl on the advantage/voicemate system within 10 minutes. No action was taken based on device results. No adverse event reported. No info provided to indicate where comparison performed. Requested return of suspect system and replacement was sent.